Event description:
Complainant claims the screws broke after fusion had occurred.

Manufacturer narrative:
The product was returned and the investigation was completed. Examination of the fracture surfaces of both screws showed evidence of fatigue failure. X-rays reviewed noted that the screws were sitting a little proud, but it is unknown if this contributed to the breakage. No evidence of a material or mfg problem was found.